Event description:
On oct 09/2000 a core lab notification was received clarifying a data ambiguity previously identified during a routine monitoring of a clinical data file. The core lab notification confirmed a singular hook fracture of the superior attachment system in an endograft as evidenced by x-ray examination at 36 months post-implant (graft implanted during the clinical trial). A follow up core lab report for the 36-month examination, indicated no perigraft flow, no graft migration and decreasing aneurysm diameter. Core lab reports the same pt as discharge, 3, 6, 12 and 24 months follow up post implant document no perigraft flow, no graft migration and stable aneurysm diameter, (successive reduction in aneurysm diameter observed, but less than 5mm at each sucessive follow up interval). The observed product problem did not cause any pt complication or adverse clinical sequel nor did it cause or contribute to a death or serious injury. The likelihood of the problem causing or contributing to a death or serious injury if it was to reoccur is not known at this time.